Manufacturer narrative:
Follow-up #1 date of submission 08/02/2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the reported ink spots and cracks was not duplicated during testing. Investigation revealed that the display screen was found to be heavily scratched and was obstructing the view of the display screen.

Event description:
The distributor contacted animas on (B)(6) 2013 and reported the display screen has "ink spots or cracks," and noted the display lens was scratched. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).